Event description:
Intra-operative product inspection found clothing (and hold up) noted in the unit. The device was changed out during the case with no patient complication reported. User indicated the product was not saved and was discarded after the case.